Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a power error detected alarm on the insulin pump. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. They were given a series of steps to perform after the call to resolve the issue. It was noted that the customer called back. It was reported that the insulin pump would turn off and tell them the battery is out of charge. The other morning, they woke up and the device was off. They also received a power error detected alarm again. The power error detected alarm recurred within a week of troubleshooting the previous occurrence. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the device alarmed power error, power loss alarm, replace battery alert and replace battery now alarm. The power management tool confirmed power error, power loss alarm, replace battery alert and replace battery now alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.